Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patients intrinsics had a wider negative deflection and an extremely large t-wave. The device sensing vector at the time of the shock was programmed to the secondary sensing vector. The patient had a previous inappropriate shock while the sensing vector was programmed to the primary sensing vector. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patients intrinsics had a wider negative deflection and an extremely large t-wave. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient's intrinsics had a wider negative deflection and an extremely large t-wave. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to t-wave oversensing via wide intrinsic complexes. The device sensing vector at the time of the shock was programmed to the secondary sensing vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted. This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patients intrinsics had a wider negative deflection and an extremely large t-wave. The device sensing vector at the time of the shock was programmed to the secondary sensing vector. The patient had a previous inappropriate shock while the sensing vector was programmed to the primary sensing vector. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patients intrinsics had a wider negative deflection and an extremely large t-wave. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.